Event description:
Complainant reported a frozen screen and broken o2 filter assembly. There was no patient involvement related to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.